Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the bleeding treated? Was any intervention required for the 150ml of bleeding? Was additional dissection required in other tissues other than the target tissue to remove the needle tip? If yes, please describe. How long was the delay in the procedure? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What is the patient¿s current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy, pelvic adhesion lysis, hysteroscopic partial resection of endometrium and curettage on (B)(6), 2023 and suture was used. During the procedure, the surgical instruments were checked to be in good condition, and the preoperative preparation was completed. The patient was operated under general anesthesia. The operation was performed, and then, the patient was taken to the flat position again. After the routine disinfection and napkin laying, the pneumoperitoneum was successfully placed into the poke card. After the lens was placed into the probe, the adhesion in the pelvic cavity was separated, and the myoma was removed close to the surface of the uterus. According to the operating specifications, the uterus was continuously sutured with suture. During the suturing process, the needle tip was found to be bent. The nurse reminded that after the tip was bent, the needle tip was taken out together with the poke card, and the defect of the needle tip was found, the intraoperative bleeding of patient increased (150ml), the operation risk increased, and the operation time prolonged. The director of orthopedics department was requested to carry out c-arm fluoroscopy under the guidance of the director of orthopedics department. It was found that the tip of the needle was located under the incision. Then under the positioning of b-ultrasound, the director of general surgery came on the stage to assist in joint exploration and search. The c-arm fluoroscopy and b-ultrasound were used to find the tip of the needle during the operation, and finally the tip of the needle was found on the omentum. After the correct count, the abdomen was closed and the operation ended. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/18/2023. Additional information was requested, but unavailable: how was the bleeding treated? Was any intervention required for the 150ml of bleeding? Was additional dissection required in other tissues other than the target tissue to remove the needle tip? If yes, please describe. How long was the delay in the procedure? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What is the patient¿s current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.